Event description:
The facility reported an infusion pump with a failure code 812:02. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no add'l info was provided regarding pt's demographics, medication involved, or device programming. No add'l contact info was available.

Manufacturer narrative:
Evaluation was completed on 26 october 2005. The condition reported of failure code 812:02 was confirmed. Per the event history the failure did not occur during infusion. Similar incidents have been received for this failure code. The number of incidents reported are within the expected level of occurrence for this product. Baxter will continue to monitor similar reports for possible trends.